Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: during a procedure for a shaft of femur fracture on (B)(6) 2013, a screw was stuck to the driver. After the insert of a2fn 12mm ¿ 340 mm, the surgeon decided the proximal oblique locking and inserted the screw 60 mm. It looked less effective and the screw was drawn off with the driver with some resistance. The operating room nurse tried to take the screw from the driver, however it was stuck into the drill bit tightly and the surgeon could take it off finally. The operation was succeeded with the upper sized one as 64 mm. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation of the complained locking screw could not detect any discrepancies. Functional testing could not reproduce the reported problem. The screw could be picked up without problems. No product fault could be detected. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The manufacturing records were reviewed and no complaint related issues were found. The investigation could not completed; no conclusion could be drawn, as no product was received.